Event description:
A 4.0 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid left circumflex lesion. Lesion morphology was not reported. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sds and was attempting to cross the lesion; however, he was unable to cross the lesion. Upon removal of the delivery system, it was noted that the stent was not on the balloon. The stent was found using fluoro in the proximal circumflex/left main. The stent was retrieved after several attempts with a snare. The patient's condition is reported to be satisfactory. The patient will be brought back for further treatment. Please note that the device (lot number 0000347653) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Pending device evaluation. (Other) secondary intervention.